Event description:
Additional information received that indicated that the right ventricular (rv) lead was successfully reprogrammed. The patient was stable throughout procedure.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead was oversensing leading to inappropriate anti-tachycardia pacing (atp) therapy. The patient was asymptomatic. No intervention was performed. The patient was stable throughout.